Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted 2 weeks ago and wanted to know if they could increase amplitude more because they still have a little bit of problems but most of the time they are better. Reviewed therapy information and general programming guidance. Patient reported the first week after implant was soar so they avoided laying on that side of the body. The device protrudes pretty good and they are not sure if that is normal. The redness and swelling has gone down and everything is fine but patient wanted to know if it will always look like a square lump. Reviewed expectations regarding device implant depth. See 707667406 for report regarding other patient